Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had low battery life. . Customer stated the battery cap was not damaged. Customer stated that they receive a low battery alert prior to replace battery no harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Retainer ring = black. The customer retuned the insulin pump for alleged short battery life, unexpected battery power loss anomaly, low battery alarm, replace battery alert, and replace battery now alarm on may 19, 2022. The insulin pump passed the displacement test, active current measurement, and self test. The insulin pump had high sleep current measurement due to faulty c30 at electric board 2 per r&d ee team. No traces of moisture damage or damaged to components per visual inspection under the scope was noted. The following were noted during visual inspection: cracked select button at keypad overlay, stained serial number label, and scratched case. No alarms or alerts noted during the testing. No insulin pump error, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted in the insulin pump trace download on the event date. However, the power management tool confirmed power loss alarm, low battery alert, replace battery alert, and replace battery now alarm (high sleep current measurement) due to faulty c30 at electric board 2. Unexpected battery power loss anomaly confirmed. Charge/battery anomaly confirmed. Low battery alarm confirmed. Replace battery alert confirmed. Replace battery now alarm confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. The customer retuned the insulin pump for alleged short battery life, unexpected battery power loss anomaly, low battery alarm, replace battery alert, and replace battery now alarm on may 19, 2022. The insulin pump passed the displacement test, active current measurement, and self test. The insulin pump had high sleep current measurement. No alarms or alerts noted during the testing. No insulin pump error low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted in the insulin pump trace download on the event date. However, the power management tool confirmed power loss alarm, low battery alert, replace battery alert, and replace battery now alarm (high sleep current measurement) due to faulty electrical board. History download was successful using thump. The test p-cap and reservoir does lock in place in the reservoir compartment. Per r&d ee team observation below: the following were noted during visual inspection: cracked select button at keypad overlay, stained serial number label, and scratched case. No traces of moisture damage or damaged to components per visual inspection under the scope was noted. The insulin pump had high sleep current measurement due to faulty electrical board. Unexpected battery power loss anomaly confirmed. Charge/battery anomaly confirmed. Low battery alarm confirmed. Replace battery alert confirmed. Replace battery now alarm confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.